Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was indicating the battery icon symbol. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and verified/obtained the following information. The patient informed the mss that her testing frequency is 3-4 times daily and manages her diabetes with byetta shots (10 mcg) twice daily. The patient reported the alleged issue began on the morning of (B)(6) 2010. The following day in the morning, the patient claimed she ate more food/drink as a result of the alleged issue. The patient stated she was feeling sweaty, irritable, and dizzy, 24 hours after the alleged issue began, which she confirmed were low blood sugar symptoms. In response to the symptoms, the patient indicated drinking 1/2 a glass of orange and felt better afterwards. The patient confirmed she did not test on the subject meter or any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca was able to verify the subject meter had been used before and that there was no misused of the product. The subject meter needed a new battery replacement; however, the patient did not have a new battery available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.